Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was a piece part missing from the lead. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned without the anchoring sleeve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient unspecified symptoms and immediately rushed to healthcare facility. Evaluation revealed that the rv lead had dislodged and pulled into the right atrium. Rv lead re-position was planned, and during the revision procedure, the physician observed that the lead did not have a sleeve over. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. I